Manufacturer narrative:
The initial MDR 2432235-2017-00207 was filed on june 12, 2017. Additional information (06/20/2017): there was no additional sample to be sent to siemens for in house testing. The device is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and stated that the original and new sample draws were processed following the appropriate pre-analytical procedures. The customer also stated that the adjustments and quality controls were within acceptable range. The customer accepted the investigation result provided by siemens to establish an appropriate reference values for the elderly population and to reach an appropriate diagnosis for the index patient. A siemens headquarters support center specialist reviewed the information provided and stated that there may have been a heterophilic antibody or some other non-specific binding protein present in the sample which was causing the elevated results. The elevated ctni levels in the absence of myocardial infarction can be seen in many situations including renal failure which is why ctni values must always be evaluated in a clinical context. The cause of the discordant, falsely elevated ctni results on one patient is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on one patient sample upon initial and repeat testing on an immulite 2000 xpi instrument, while using reagent kit lot 285. The original sample was obtained from the patient admitted in an emergency room with the chest pain. A new sample was obtained from the patient and was tested on the same instrument, also resulting elevated. The patient underwent electrocardiogram (ECG) and the result was normal with no indication of myocardial infarction. The patient was held in an intensive care unit and was stable. The discordant results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.